Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Internal insulation abrasion was noted at 1.3cm from the distal tip. The inner coil was exposed at this location, consistent with the observation from the field of noise and oversensing.

Event description:
New information received indicated that the lead was explanted due to t-wave oversensing. The patient was in stable condition after procedure.

Event description:
It was reported that the lead had oversensed noise. The oversensing led to diagnosis of vf but therapy was aborted. The patient was not symptomatic. Lead measurements were normal and in-range. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward.